Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that just over a month post implant the right ventricular (rv) lead loss its slack as seen on cxr (chest x-ray) and the lead's threshold was fluctuating. The rv lead was repositioned and remains in use. Additionally, it was reported that the atrial lead exhibited no capture of small p-waves and dislodgement was seen in cxr (chest x-ray). The atrial lead was repositioned and remains in use. No patient complications have been reported as a result of this event.